Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alarm as well as buttons were not working. The customer blood glucose level was 136 mg/dl. Customer was assisted with troubleshooting. Customer states the insulin pump alarmed after battery change. Customer states the can not clear the alarm and did not getting any response from the buttons. Customer states the time was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection.unable to perform the displacement, rewind, operating current and self test or verify failed battery test due to unresponsive buttons.